Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that when advancing the arteriotomy locator with the angio-seal sheath over the wire (otw), the system would not advance. The wire they were delivering over was the 035 gwa. They then switched out for the 035 angio-seal kit wire. This required reinsertion of the procedural sheath to do the wire exchange. The angio-seal system would still not advance. They opened a second angio-seal 6f vip and had the same issue with advancing the second arteriotomy locater and sheath. At that point, they gave the patient protamine and did a manual hold. The patient was stable. The procedure was a peripheral intervention. The estimated blood loss was less than 250cc.